Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
An excel 23 khz standard tip (B)(4) broke while in contact with a pt. The amplitude was showing 100 and the tissue select was showing plus, plus. The pt did not incur an injury; however, the liver resection was delayed 45 minutes. Additional info has been requested.